Event description:
It was reported that the device exhibited an unspecified alarm. There was unknown patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed no exterior damages with a non-eom battery. Review of the event history log (ehl) was not performed due to alarm and a blank screen. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to incomplete reprogramming by the user. As a result, the software was uploaded and power point process was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.